Manufacturer narrative:
The axium prime coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not able to detach with instant detacher. The coil was detached itself and migrated. The patient underwent embolization treatment for an aneurysm. The vessel was observed normal tortuous. It was reported two instant detachers could not detach the coil and coil was ¿shredded¿ and migrated to the internal carotid artery. Capture loop was used to remove the coil from the patient. After that, the procedure was suspended and rescheduled. There were no reports of patient injury in association with this event.